Manufacturer narrative:
Device name: nio stent, iliac.

Event description:
Mathlouthi 2020, zilver flex, increased mortality with paclitaxel-eluting stents is driven by lesion length. A retrospective review of the medical records of 296 patients who underwent fpa stenting between january 2011 and december 2017 was performed. Patients were grouped into bms and pes groups. The primary end point was all-cause mortality. Secondary end points included limb salvage, primary patency, primary assisted patency, and secondary patency. A comparison between the two groups within transatlantic inter-society consensus (tasc) ii subgroups was also performed. Among 296 patients who underwent femoropopliteal stenting, there were no differences in the 2-year limb salvage, primary patency, primary assisted patency, and secondary patency between the paclitaxel-eluting stent (pes) and the baremetal stent groups. This complaint is capturing 15 cases where limb salvage was not possible in the bare metal stent (bms) group.